Event description:
Pt on intra aortic balloon pump for approx 3 1/2 hours when pump began to alarm, reading low helium alarm. Pump was reset and continued to function for a few minutes. Pump then alarmed a second time, indicating no helium. Device would not pump. Attempts at refilling the balloon were unsuccessful. Valves to helium tank were open. Pt unstable with low blood pressure and chest pain, treated with medical intervention. Helium tank changed and iabp functioning appropriately. Pt's blood pressure returned to normal. Physician elected to take pt for emergent coronary artery bypass surgery. Upon investigation helium tank on iabp at time of incident was not empty. Device was removed by MFR for further testing/investigation.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-95. Service provided by: manufacturer. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: failure to cycle, mechanical problem, other, alarm failure, fail-safe systems. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.